Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during use, during fill 1. The hp stated they changed out the cassette but not the bags. The technical service representative (tsr) advised the hp to start over with all new supplies, and to contact their nurse about the possible exposure to unsterile air. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 the regarding reported problem. The pd rn stated that the patient did mention the alarm to them. The pd rn stated they discussed the meaning of the alarm and the possible causes to it. The pd rn stated that the patient is not having any negative effects from the alarm and has been continuing normal. The pd rn stated they did not know about the reuse of the supplies. The pd rn stated that this is against their rules, and they would discuss with the patient about therapy procedures. The pd rn stated again that the patient is doing fine and therapy has been continuing as normal since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error (se) 2240 was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.